Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported when the remove their retainer they are unable to properly close their mouth and their front teeth clash before their back teeth make contact. Patient provided a bite video and after review bite is with in normal limit on left but on the right their is a posterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.